Manufacturer narrative:
The reported event that the drill fractured could be confirmed. The visual inspection revealed that the drill helix fractured near the shaft. The broken off fragment could be retrieved and was also returned. Further, it was determined that the tip of the drill was heavily, plastically deformed in turn in and turn out direction resulting from high torsional forces in combination with high axial pressure during drilling. According to this, it was determined that the plastic deformations in turn out direction are stronger than in turn in direction. Also, the drill helix shows plastic deformations in form of material bulging resulting from collision and friction with a hard object ¿ no bone. Moreover, the fracture surface shows the appearance of a forced rupture caused by too high torsional forces. Most likely, due to the plastically deformed and not sharp cutting edge at the tip, the drill stopped working or got jammed during drilling in the bone. While trying to remove the drill the surgeon applied the power in reverse direction and caused the strong plastic deformation of the tip of the drill in turn out direction and finally the drill broke. Summarized, based on the investigation the root cause of the drill breakage was attributed to an inappropriate user handling. Indications for any material, manufacturing or design related issues were not found in the investigation. No preventive and/or corrective actions are deemed necessary at this time.

Event description:
It was reported by a surgeon that a drill bit broke at the tip during a surgical procedure. The broken portion of the drill was removed from the patient body. The complainant was not aware of medical intervention or adverse consequences with this event, but the procedure was reported as completed successfully.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a surgeon that a drill bit broke at the tip during a surgical procedure. The broken portion of the drill was removed from the patient body. The complainant was not aware of medical intervention or adverse consequences with this event, but the procedure was reported as completed successfully.